Event description:
The customer reported that the canopy has zipper damage to the panel. They did not specify what panel. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that the large window a zippers slider body is open. There is other damage to the canopy that is not relevant to this complaint. (B) (4).